Event description:
It was reported that pump battery did not charge even though customer used tandem charging cable, wall adapter, and working power outlet, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into known working outlet for at least 30 minutes, and during follow-up customer reported that pump began charging without changing charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required.